Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? 70-year-old male. 2. What were the diagnosis and indication for the index surgical procedure? Upper lobectomy. 3. Where was the surgicel used (on what tissue)? On the chest wall. 4. What were current symptoms following the index surgical procedure? Onset date? His postoperative condition was good, and he was doing well after the pleural effusion was drained. 5. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented as follows. The hemoglobin level was about 20cc for a 500cc pleural effusion, so it was not serious to begin with, and the possibility of postoperative hemorrhage caused by the powder is low. We have never had any postoperative hemorrhage with surgicel, unless some additives were mixed in during the processing of surgicel to powder, so it is possible that some other factor caused the reaction in the patient and affected the side effects. 6. What is the patient¿s current status? The patient has been discharged from the hospital. The following information was requested, but unavailable: 1. What was the date of index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. How much surgicel was used during the procedure? 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative postoperative hemorrhage or pleural effusion? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lobectomy procedure on an unknown date and absorbable hemostat was used. During the lobectomy, after confirming hemostasis, the excess absorbable hemostat was irrigated. After the procedure a postoperative hemorrhage occurred. There was no abnormality during the postoperative hospitalization period, but when the follow-up x-ray was performed two weeks later, there was a pleural effusion (500 cc), which discolored light red when examined (possible postoperative hemorrhage). The hemoglobin level was 20cc against 500cc of pleural fluid. At the patient¿s request, the patient was not admitted to the hospital, but the pleural effusion was drained on the spot, and he went home. No reoperation was performed. No additional treatment is planned as of now. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the initial reported quantity involved was 2, but the correct quantity involved is the surgicel powder was used on the chest wall. The surgeon has doubts about the effect of insufficient irrigation of excess powder. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative postoperative hemorrhage or pleural effusion? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.